Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with ceftazidime (1gm for 14 days, route and frequency not reported). The patient was discharged four days after hospital admission with clear fluid, was recovered from this peritonitis event and was ¿doing well¿. Action with dianeal therapy was not reported. No additional information is available.